Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A weight test of the device was verified and the device was within specification. Also slight scratch observed after the autoclaving process that is not considered a defect according to allergan procedures. Based on the device analysis the final assessment is: the slight scratch is not considered a workmanship.

Event description:
Healthcare professional reported "small black foreign material was observed on the surface of inspira device", "scratch was observed on the surface of implant, approximate 1-2 cm scratch mark like drawing the arc". Affected device did not touch the patient. The device was not implanted. This record is for left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device and foreign material on implant.

Event description:
Healthcare professional reported "small black foreign material was observed on the surface of inspira device", "scratch was observed on the surface of implant, approximate 1-2 cm scratch mark like drawing the arc". Affected device did not touch the patient. The device was not implanted. This record is for left side.